Event description:
It was reported that during a liver resection, the clip applier works perfect for the first 8-10 clips and then on the next application the clip doesn¿t deploy- instead the jaws of the device close on the vessel and cause damage. Another clip applier was opened and the same thing happens. This is causing a lot of wasted time in theatre for the surgeon and disrupting the flow to the procedure.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: unknown, captured as 1st day of month that the event took place. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Very minimal amount of bleeding, stopped with a new mcm30, no transfusion required, no change to the procedure it just slowed the flow of the surgeon. Were there any patient consequences? If yes, please describe. No, none. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.